Event description:
Caller reported a power source alert. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by using the tandem charging cable and wall adaptor, successfully getting the pump to start charging again, and no further assistance was required.